Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 576 mg/dl. A manual injection was administered to address elevated bg.